Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured at 8 atm. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one photo was provided and reviewed. The first photo shows the labeling details of the device that match with the information available in trackwise. No other anomalies were noted. One ultraverse rx pta dilatation catheter returned for evaluation. During functional testing and microscopic observation, an in-house presto inflation device was used to inflate the device and a pinhole rupture was noted near to the distal tip of the balloon. No other functional testing performed. Therefore, the investigation is confirmed for the reported balloon rupture as a pinhole rupture was noted to the balloon. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured at 8 atm. There was no reported patient injury.